Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose level was over 400 mg/dl, 495 mg/dl. Customer stated the other blood glucose value was 260 mg/dl, 311 mg/dl, 321 mg/dl. The customer was treated with intravenous insulin drip, manual injections, insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering. Customer was performed displacement test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.